Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.9 cm diameter abdominal aortic aneurysm. The proximal neck was 19-23 mm in diameter and 10 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 10 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. It was reported that on the final angiogram run, a proximal type I endoleak was observed. No intervention was performed and the patient is being monitored. The physician commented that this event was inevitable due to the patient anatomy around the proximal neck. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).